Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hyperglycemia due to adhesive issue event on (B)(6) 2026 as infusion set fell down during use and set had been in use fir two days and high blood glucose 375md/dl and treated with insulin pump.